Event description:
It was reported that four polaris 5.5 plug drivers had mating issues intra-operatively and "popped out" of the plugs during tightening. There was no patient impact. Upon manufacturer investigation, it was discovered that three of the drivers had deformed tips. This is report three of three for this event.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted/deformed. Root cause: this event could possibly be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2025-00341 through 3012447612-2025-00343.